Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a protruding drive support cap, as well as alarmed an error. The blood glucose reading was 258 mg/dl, which was treated with manual injection. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.